Event description:
It was reported that during implant procedure of right ventricular (rv) lead in the right ventricle of the heart it was noticed that the tip of the rv electrode was fully exposed. After that observation physician rotated the fixation tool anticlockwise, approximately five to seven rotations, until it was clear that the tip was fully retracted back into the lead the procedure was continued normally and without applying any excessive force. A few minutes later the tip was fully exposed again. Physician again retracted the tip by applying anticlockwise rotations to the fixation tool, approximately ten rotations. Same problem experienced two more times before physician decided to change the rv to a different lead. It was also reported that after rotating the fixation tool, physician was unable to remove the stylet from the rv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress, the stylet/guidewire was kinked/buckled, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.